Manufacturer narrative:
The subject device returned to omsc for investigation. Omsc checked the subject device and found the followings; [investigation results] - the exterior of the subject device had no abnormalities in the parts that can be visually confirmed. - it was confirmed with the video processor owned by omsc with following test. But it could not duplicate and confirm the error b30. -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. <test details> * the test had been run for one hour. * it was given the vibration of electrical connector. * it was confirmed if the reported phenomenon occurred while touching the camera cable part. * it was not confirmed the water leaks and traces of water inside of the subject device with the visual check. * there was no abnormality when connecting and operating according to the instruction manual. Based on the investigation, omsc concluded the cause of the reported phenomenon as follows; when the duplicate testing was conducted, the reported phenomenon, the error b30 did not occur. When it was checked the exterior of the subject device, it was found that the packing around the lens cover of the camera head was damaged. It was probable that the damage to the packing caused the watertightness to be lost and water to enter to the subject device temporarily, the electronic circuit of the subject device to be destroyed, and the error b30 might have occurred temporarily. The packing damage might have occurred by reprocessing or storing this product together with tweezers, forceps, scalpels, etc. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error b30 which indicates there is the communication problem between the subject device and the endoscope was displayed at the unspecified timing. The user also reported that this repair request was made again after the subject device had been returned from repair for same malfunction on other day. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) had reported to the user about the investigation result as the factor and cause of the reported phenomenon, which it was presumed that the watertightness was temporarily lost when the focus ring was moved and force was applied from the point of application, resulting in flooding. However when the user checked with their cleaning staff about the above factor, they told that they move the focus ring to the minimum extent necessary during cleaning but did not apply any force that would cause a change in watertightness. In addition, since the watertightness test was passed by last investigation, omsc received a request for a re-investigation. So the re-investigation and review were as follows; [conclusion] the root cause of the reported phenomenon could not be identified. [Consideration] it was not possible to determine the cause of the reported phenomenon from the investigation results. The investigation results were as follows; -the reported phenomenon was not duplicated at our manufacturing site. The subject device was passed the watertightness test. -it was confirmed the user reprocess method that was manual cleaning, using sterrad 100nx duo cycle (a non-olympus device). The user said that there was no temperature difference between the storage location and the actual usage location. -the user said that it will not be accidentally put in the autoclave device. -the user said that when cleaning the focus ring of the endoscope, it was not turned with very strong force. -it was confirmed and found that the packing around the lens cover of the camera head was damaged when it was checked the exterior. It was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.